Event description:
This is an adverse event occurring in the (B)(6). This is a pt with a barrett's esophagus with low-grade dysplasia on pathology. After a step-wise circumferential and focal ablation, that pt developed difficulty swallowing (3 weeks after last ablation). A stricture was noted and dilated. At this time, the pt has had one dilation with significant improvement of symptoms. Per the physician, event severity was severe, relationship to device procedure probable, and there was no device malfunction.